Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed a cs 088 call service alarm. A visual inspection of the pump showed a crack in the battery compartment; the returned battery cap secured properly to the pump; no damage to the battery compartment threads were observed. During investigation, the pump powered on to a blank display. The audible and vibratory alarms functioned properly. Further testing was unable to be performed due to the blank display. The pump case was removed, and evidence of moisture was found on the cover, power circuit and transceiver. The power issue was not able to be investigated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.